Manufacturer narrative:
According to the customer,blacked out image on the catheter-the subsequent one did not work as well. They said this occurred after it was working and pulling it out and placing it back into the patient. There are two devices, and one displays image one does not after we replugged them in the lab. After the second failure they switched to ffr. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the product blacked out image on the catheter-the subsequent one did not work as well. They said this occurred after it was working and pulling it out and placing it back into the patient. There are two devices, and one displays image one does not after we replugged them in the lab. After the second failure they switched to ffr.